Event description:
The reporter indicated the surgeon implanted a 13.7mm vicmo_13.7; -3.50 diopter implantable collamer lens into the patients left eye (os) on (B)(6) 2023. The lens was reported as having excessive vault. On (B)(6) 2023 the lens was replaced with a shorter length lens. Cause was reported as unknown this resolved the problem.

Manufacturer narrative:
Claim # (B)(4).